Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The pt reported that the pump was incorrectly reading the amount of insulin remaining in the cartridge. The pt said that when the pump displayed 3 units remaining in the cartridge that there appeared to be approximately 100 units present in the cartridge. The pump displayed 43 units at the time of the troubleshooting telephone call and when the pt disconnected and removed the cartridge, there appeared to be approximately 180 units of insulin remaining. The pt stated that the pump was rewinding and loading without user intervention after the cartridge was taken out. The pt reportedly does not expose the pump to water, and no visible damage was found on the keypad.